Event description:
Event description guidant received information during the implant procedure that this right ventricular (rv) lead became difficult to advance through the superior vena cava of the right atrium and fixated in the tissue. After several attempts to manually advance and retract the lead, it finally dislodged and was removed. Upon visual inspection following removal, the tined fixation tip was no longer attached to the lead body and remained in the patient anatomy. A new rv lead was successfully implanted and the original lead with missing tip was returned for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.